Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps would not hold or did not clamp and it was impossible to fix the left side of the prosthesis promesh anat t to the pubis. There were no patient consequences reported. Additional information has been requested.